Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two of the hemopro 2 toggle switch would stick to the on position and had to push the toggle to the off position to stop the burning. The same unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question. Refer to MFR report # 2242352-2011-01578.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unknown. (B)(4).